Event description:
The customer complained that a non-reproducible, higher than expected vitros vanc result was obtained from a bio-rad level 1 qc fluid tested on a vitros 4600 chemistry system. Vitros vanc= 19.5 ug/ml vs. Expected 6.8 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No erroneous patient sample results were obtained or reported from the laboratory. However, the investigation cannot definitively conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros vanc result was obtained from a bio-rad level 1 qc fluid tested on a vitros 4600 chemistry system. The definitive assignable cause is unknown; however, the investigation cannot rule out pre-analytical qc fluid handling as a contributing factor to this event. There was no indication the vitros vanc reagent or an instrument issue contributed to the event. In addition, a pre-analytical sample mix-up has been ruled out as a contributing factor as acceptable qc results were obtained from other vitros assays processed from the same biorad qc sample cups.